Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. The cause of the incoming test failure is a misdirected pulse, during pulse testing. The cause of the misdirected pulse is shorted transistors q12 and q17 on the defibrillator board. The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.